Event description:
The customer reported that approximately twenty to thirty milliliters of clear fluid, which appeared to be diluent, had leaked under the coulter lh 750 hematology analyzer from the right side of the instrument near the flow cell. The leak was not contained to the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched for this event as the issue was investigated and resolved via beckman coulter inc. Led customer troubleshooting. The leak was found to be caused by a hole in the tubing near pinch valve vl46b due to normal wear. The customer resolved the issue by replacing the line. No other components were affected. The instrument was returned into operation after completion of repairs. The cause of the event was a small hole in the instrument tubing. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).